Manufacturer narrative:
(B)(4), date sent 2/21/2025, d4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details of device malfunction? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy the staple did not form. Can't fire. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025. Additional information was requested, and the following was obtained: please provide more details of device malfunction? There was no staple was fired on tissue. Did the device staple? No, it did not. Was the staple line complete? No, it was not. Were there any staples missing from the staple line? There was no staple on tissue. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? There was no staple to be fired on tissue.